Event description:
The pt had previously undergone a left mastectomy and reconstruction with a silicone implant back in the early 1980's. Presented recently to the clinic with concerns about a progressively mis-shapen left breast. MRI study identified the left breast implant had been ruptured. This was a leaking silicone implant. Pt also had a left axillary mass that had failed to resolve in over three months. Pt presented now for correction.